Manufacturer narrative:
Precision studies were performed and results were acceptable. No further issues were observed after the system was monitored for an extended period of time. The investigation determined the issue is consistent with insufficient pre-analytic sample handling.

Manufacturer narrative:
The sodium electrode lot number was dwl20. The electrode expiration date was requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant sodium electrode results for four patient samples tested on a cobas ise 1800 module. The samples were repeated due to delta checks being triggered and clinician queries. The first patient sample initially resulted in a sodium value of 146 mmol/l and it repeated as 132 mmol/l. The second patient sample initially resulted in a sodium value of 149 mmol/l on (B)(6) 2026 and it repeated as 137 mmol/l. No questionable results were reported outside of the laboratory for this sample. The third patient sample initially resulted in a sodium value of 154 mmol/l on (B)(6) 2026. The sample was repeated, resulting in values of 146 mmol/l and 147 mmol/l. The fourth patient sample initially resulted in a sodium value of 146 mmol/l on (B)(6) 2026. The sample was repeated, resulting in a value of 138 mmol/l.